Event description:
The customer reported that a monitor fell to the floor after hitting it with an auto-stretcher.

Manufacturer narrative:
The customer stated that they hit the quick release button inadvertently with an auto stretcher (non philips product) and as the auto stretcher continued to rise upward, it knocked the monitor onto the stretcher and then to the floor causing damage to the monitor. There was no device or mount malfunction. The device IFU adequately describes the function of the quick release mount and the quick release button. No further action or investigation is warranted. (B) (4).